Event description:
It was reported that the reservoir of a single day infusor appeared damaged or ruptured, with solution found inside of the housing, indicating leakage. The device contained morphine, midazolam, and another non-baxter solution. This was noticed before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from 07/18/2013 to 07/22/2013. Evaluation summary: the device was returned for evaluation containing fluid in the housing. Visual inspection and functional leak testing did not identify a ruptured bladder; the bladder was found to be completely intact. However, functional leak testing, did identify leakage from the welded area of the volume indicator port located inside of the housing. The cause was determined to be an inadequate weld of the volume indicator to the port. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.